Event description:
It was reported that during an unk procedure, the active blade came off. It fell into the pt and was retrieved. They got a new device to complete the procedure. There was no pt consequence.